Manufacturer narrative:
On (B)(6) 2016, it was reported that the device does not mesh and was not feeding the carrier right. On (B)(6) 2016, it was clarified that there was no harm/injury to a patient or operator during the procedure. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (b)() 2016 where it was reported that the device required repair and the damaged comb and roller were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear and significant galling to the roller shaft extension. The ratchet appeared to ratchet normally. The ratchet handle would not fully engage the roller shaft extension. The 1.5:1 ratio cutter, serial number (B)(4), had a worn roller gear and showed some wear to the cutter blades. The 2:1 ratio cutter, serial number (B)(4), had a worn roller gear and had some bent cutter blades. The 3:1 ratio cutter, serial number (B)(4), had a worn roller gear and showed some wear to the cutter blades. The 4:1 ratio cutter, serial number (B)(4), was very worn and had lots of nicks to the cutter blades. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the poor engagement of the ratchet and roller shaft extension. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, gear and ratchet gear. The service technician noted that the ratchet gear and roller end were damaged and the pre-test with the ratchet was unable to be performed. The service technician used a wrench to feed the carrier through for the test cut and calibration and both passed. The 1.5:1 ratio cutter, serial number (B)(4), produced a passing cut. The 2:1 ratio cutter, serial number (B)(4), produced a passing cut. The 3:1 ratio cutter, serial number (B)(4), produced a passing cut. The 4:1 ratio cutter, serial number (B)(4), produced a passing cut. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that there was significant galling to the roller shaft extension and the ratchet handle would no fully engage with the roller shaft extension. While during the initial inspection it was noted that there was significant galling to the roller shaft extension and the ratchet handle would no fully engage with the roller shaft extension, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device doesn't mesh and is not feeding carrier right. No adverse events have been reported as a result of this malfunction.